Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Additional information: a review of the product labeling was performed and found the labeling to be adequate. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 224 (air in tubing) which occurred on the homechoice (hc) during initial drain. The patient line had been properly primed prior to connecting. Patient extensions were in use, and were properly connected prior to prime. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. There was an open clamp on an unused line. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc. The hc alarmed system error 2367. The tsr informed the hp that therapy had ended and that she would have to start over with all new supplies. Proper procedures were reviewed with the patient and there were no samples available. The tsr advised the hp to notify her registered nurse. The hp understood. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.